Event description:
Event description guidant received information that during a follow-up visit for the first time in two years, this pacemaker's arrhythmia logbook had recorded one episode of ventricular tachycardia which appears to be a pacing failure. Daily measurements of ventricular thresholds and impedances were stable. The patient's intrinsic r-wave was noted at 28.8mv. Following a threshold test, the ventricular output was reprogrammed from 2.0v to 3.0v.